Manufacturer narrative:
Additional information was received on 26-mar-2025. It was reported that there was no patient consequence and they were unable to attain respiratory gating. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto 3 system and after mapping and ablating, the cavotricuspid isthmus (cti) line, during coronary sinus (cs) pacing, then performing transseptal and pulmonary vein isolation, then going back to the right atrium to check the cti line for block, the physician performed further ablations on the cti. The additional ablation tags appeared 1 cm above the original cti ablation tags on the carto 3 system. These were also performed while pacing, the reporter stated the respiration rate was shallow, but the rate and depth had not been changed (patient was intubated). There was no patient movement, and no cardioversions were performed. The reference patches had not moved. There was no apparent metal introduction into the field. Hardware investigation details: the biosense webster representative confirmed that the issue was not duplicated in the following procedures. An investigation was initiated by the manufacturer to investigate the issue. The logs were requested in order to investigate the issue; however, no related data was available. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto 3 system and after mapping and ablating, the cavotricuspid isthmus (cti) line, during coronary sinus (cs) pacing, then performing transseptal and pulmonary vein isolation, then going back to the right atrium to check the cti line for block, the physician performed further ablations on the cti. The additional ablation tags appeared 1 cm above the original cti ablation tags on the carto 3 system. These were also performed while pacing, the reporter stated the respiration rate was shallow, but the rate and depth had not been changed (patient was intubated). There was no patient movement, and no cardioversions were performed. The reference patches had not moved. There was no apparent metal introduction into the field.